Event description:
A resident was found on the floor following the fall of a siderail. It was noted in a facility incident report that the resident fell-sustaining a contusion on both sides of forehead.